Event description:
It was reported that patient received multiple hv therapy shocks due to suspected lead noise. The noise was not reproduced with isometrics and pocket manipulations. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.